Event description:
It was reported that the patient experienced an epidural hematoma. In turn, they were brought back for an emergency surgery on (B)(6) 2022 to remove the hematoma and clean and reposition the lead. The hematoma has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.